Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. The reported patient effect of failure to retrieve mitraclip ntr system component, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedure. It should be noted that, the intended use of the mitraclip system per the IFU is for the percutaneous reduction of significant symptomatic mitral regurgitation. The off-label use on the tricuspid valve contributed to the reported entrapment of device. All available information was investigated and the reported clip becoming caught in the chordae appears to be related to user error/device used in tricuspid valve in conjunction with patient¿s challenging anatomy. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 1494 - mitral valve device used on the tricuspid valve. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entrapment and deployment in the chordae. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The clip delivery system (cds) was advanced to the tricuspid valve; however, when attempting to grasp the anterior septal leaflets the clip got caught in the chordae. The clip could not be freed; therefore, it had to be deployed in the chordae. To further reduce mr, a second clip was implanted, reducing tr to 1. There was no clinically significant delay during the procedure. No additional information regarding this issue was provided.